Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 600mg/dl with large ketones, nausea, vomiting, and extreme thirst associated with a remaining insulin reading issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly remained on the pump. The reporter stated that the remaining insulin reading was reading more than what was actually in the cartridge. The reporter noted that the difference between the reading and what was actually in the cartridge was more than 20 units difference, and that the issue was noticed at the end of cartridge use. The reporter stated that the patient¿s healthcare provider recently adjusted basal and bolus settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged remaining insulin reading issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the pump powered to the verify screen with audible and vibratory features. There was no debris observed in cartridge compartment. A rewind and load cartridge was performed successfully, then primed cartridge to 30 units. The cartridge was removed and verified the cartridge was at 30u. The cartridge was reinstalled and a rewind and load was completed again. The piston stopped at 30 units and correctly displayed 30 units. The black box showed that on (B)(6) 2014 at 21:10 there was an unexplained pump reboot and deliveries never resumed. On (B)(6) 2014 at 19:19 a replace cartridge alarm was recorded; deliveries resumed 20:40. The total daily doses added up correctly. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.